Manufacturer narrative:
(B)(4). Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A peripheral orbital atherectomy device (oad) was used via left femoral access and contralateral approach for treatment of lesions in the common femoral artery (cfa) and superficial femoral artery (sfa) with short segments of total occlusion. There was also some tibial disease with three vessel run-off to the foot. Low-speed treatments were performed from the cfa into the sfa, and across the most distal portion of the intended treatment area. Once treatment on low speed was exhausted throughout, the plan was to work back towards the proximal area using medium and high-speed treatments. The segment was long, and many medium and high-speed treatments were required. Angiograms were performed throughout to confirm that there was still flow. The prime function was used between treatments for the majority of the procedure. Most runs adhered to the <30 second time, and there was at least a 1:1 ratio of rest. After the last high-speed treatment was performed in the cfa, slow flow was observed. The device was removed to evaluate. Sluggish flow was observed in the sfa and collateral vessels with no flow observed below the knee. The decision was made to begin aspirating through an end-hole catheter and to administer vasodilatory agents. Blood was coming back through the aspiration catheter, but poor flow was persistent. More glyceryl trinitrate was given, and aspiration continued by wiring the at and posterior tibial artery (pt). Additional vasodilators were given, and the decision was made to perform angioplasty in the cfa and sfa. Ballooning was successfully performed, and the flow afterwards was improving with flow visible in the below-the-knee vessels and some flow going to the foot. The procedure ended with about 300ml gtn given and flow recovering but still sluggish into the foot.

Manufacturer narrative:
Corrected data: b1 and b2 were previously not indicated upon initial report. Corrected in this report. H6 investigation findings code 180: it is unknown whether the finding is related to the reported events. Device analysis conclusion: the oad and saline line were received at csi for analysis. Visual examination revealed that the winged luer connector was cracked. A pressurized test confirmed fluid leaking at the damage site. It is unknown if this condition existed during the procedure or if the damage occurred post-procedure. The leak was not mentioned in the details reported to csi. The cause of the damage is unknown. There were no abnormalities observed with the driveshaft or handle assembly that would have contributed to the reported event. Examination of the crown surface did not find any areas of concern. Review of the device data log did not identify any events that may be related to or contributed to the reported event. When tested the device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).